Manufacturer narrative:
Additional information: d6a, g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 11/21/2025, a facility notification was received via email regarding the pmcf study titled "arthrex bioanchor device." A facility representative reported that a patient underwent a procedure for glenohumeral instability. The procedure was performed on (B)(6) 2024. The healthcare professional (hcp) reported that soft tissue fixation was not achieved successfully due to loosening of a biocomposite corkscrew suture anchor. The hcp mentioned that it is unknown whether these complications were device-related. The hcp also reported that revision surgery was performed to treat the failure of soft tissue fixation. The date of the revision was not provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.